Event description:
It was reported that during preparation for a percutaneous coronary intervention, stent dislodgement and stent damage occurred. The target lesion was located in the right coronary artery. The physician advanced a 32x3.0mm veriflex stent to the target lesion and inflated the balloon and noted there was no stent. The stent was located on the mandrel outside of the patient's body. It was also noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received with the stent detached from the delivery balloon. The stent was stored in a plastic container. An examination of the delivery device found that the balloon had been inflated and was not refolded. An examination of the stent found that the stent was stretched and flattened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention, stent dislodgement and stent damage occurred. The target lesion was located in the right coronary artery. The physician advanced a 32x3.0mm veriflex stent to the target lesion and inflated the balloon and noted there was no stent. The stent was located on the mandrel outside of the patient's body. It was also noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the pt's status is good.